Event description:
Cook (B)(6) reported for the customer, description from cc form: "the port was implanted on (B)(6), and works without problems until one week ago. Because that today they make a control, opening the pocket and detecting that it has a leakage next to the connection. They cut the catheter and place a new connection and the leakage continue. They place a new port and the leak continue. They had to change the catheter and after that the leak stopped and the port works now ok." Additional information received: (B)(6) 2013: "the catheter did not migrate this time. It was a malfunctioning of the port (catheter) that made finally change the catheter by the doctor."

Manufacturer narrative:
Results and conclusions: refer to additional info page 3 for quality engineering evaluation. (B)(4). A mini vital port was returned along with a length of catheter (approximately 46.5) and catheter lock. The catheter and catheter lock were properly assembled upon commencement of the investigation. It was noted that the attached catheter lock and catheter were each punctured. A functional test was performed in which fluid was injected into the assembled port and catheter using a non-coring needle. Leakage was noted from the connection area. The catheter was measured with calibrated calipers and found to be within acceptance criteria. A functional test confirmed that leakage occurred at the end of the catheter proximal to the vital port. The presence of holes through both the catheter lock and the catheter itself suggests that a needle punctured the catheter and caused the leakage. It is also possible that a tool was used to advance the catheter and catheter lock, which punctured each. Each port and catheter is tested for leakage prior to shipment, so there is no indication this device was not manufactured to cvi specifications.